Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance and oversensing of noisy signals on the right ventricular (rv) lead channel. The device delivered inappropriate anti-tachycardia pacing (atp) as a result of the oversensing. The patient was evaluated in-office. The noise was able to be reproduced by touching near the pocket of the device. Device therapy was turned off to prevent any further inappropriate therapy. The patient will be hospitalized for system revision. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that this device was explanted and replaced. The device is not expected to be returned for analysis. No additional adverse patient effects were reported.